Manufacturer narrative:
(B)(4). The device is not available for direct eval since the customer discarded the device.

Event description:
The customer reported that during a procedure, a hematoma developed on a donor's arm without any alert about an hour after the procedure started. The donor complained of a strong pain in her arm and was taken to the emergency room. This report is being filed due to medical intervention.